Event description:
On (B)(6) 2013 the patient contacted animas alleging that she had been experiencing elevated blood glucose (bg) over 400mg/dl with frequent urination, dizziness, lightheadedness, and extreme thirst due to the pump having a crack in the battery compartment and intermittently powering off. The patient stated that she noticed the crack a few days ago but has continued to use the pump. The patient reportedly has been treating her bgs with a bolus via the pump or an injection, and bg resolves. The patient's bg at the time of the call was reportedly 141 mg/dl with no signs or symptoms of hyperglycemia. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy related to the pump intermittently powering off. Use error was determined to be a cause or contributor in the alleged incident, as the patient continued using a pump that was visibly damaged.

Manufacturer narrative:
The patient was reportedly using a pump with visible damage. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.